Event description:
Reportable based on analysis completed on 08-oct-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and calcified subclavian vessel. A 10.0x30x135 cm express ld vascular was advanced but failed to cross the lesion. The device was removed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment. A visual and microscopic examination was performed on the returned device, the following attributes were examined: the delivery system was returned for analysis without the stent. A visual and tactile examination identified no damage or any issues along the length of the shaft that could have contributed to the complaint incident. A visual and microscopic examination was performed on the tip and markerbands of the device. No damage or any issues were noted with the tip or markerbands of the device that could have contributed to the complaint incident. A visual and microscopic examination was performed on the balloon material. Blood was noted on the outside of the balloon material. The balloon material was folded and had not been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was successfully inflated to its rate of burst pressure without any issues noted. The inflation device was verified before and after use. This inflation to rate of burst pressure was repeated three times and no issues were identified with balloon inflation or the balloon material that could have contributed to the complaint incident. No other issues were identified during the product analysis.